Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2015, v sensing integrity counts up to 117; vt-ns episode with evidence of lead noise oversensing. Concomitant products: 1888tc-46 st jude lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient felt run down and was noted with heart rates in the 30's and 40's, which was pacing below the programmer lower rate limit of the implantable cardioverter defibrillator (ICD) device. It was also report that the right ventricular (rv) lead exhibited oversensing of short v-v intervals and episodes of noise. T-wave oversensing (twos) was demonstrated and pacing below the lower rate limit was also observed when r-wave sensitivity was changed. The patient was placed on a holter for further evaluation. The device and lead were reprogrammed and both remain in use. No patient complications have been reported as a result of this event.